Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device will not turn on. There was no patient involvement reported.

Event description:
It was reported to philips that the device will not turn on. There was no patient involvement reported. One processor pca was returned for failure analysis. The reported problem was verified/duplicated during lab tests. The failure was isolated to a corrupt program code in the flash memory u39/u40.